Manufacturer narrative:
Six devices were returned and evaluations are complete. Visual inspection was performed and noted gray particulate matter in four of the six devices. The reported condition was verified for four of the samples. The cause could not be determined. There was no issue with the other two samples returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The dates of the events were reported to have occurred between (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported six (6) vial-mate reconstitution devices cored. Prior to patient use, the stopper material was observed inside the vials. There was no patient involvement. No additional information is available.